Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a second integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported c-34 error issue. The erbe unit failed field electrical safety test (est) and error c-34 was displayed upon start up. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection, the returned unit was found to be in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar and bipolar energy was not working, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse confirmed the reported issue and replaced the esu to resolve the issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) esu. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the monopolar and bipolar energy was not working, and error c-34 was displayed on the esu. The esu was replaced after the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted rectocele repair surgical procedure, the monopolar and bipolar energy was not working, and error c-34 was displayed on the electrosurgical generator unit (esu). Before calling for intuitive surgical, inc. (Isi) technical support, the customer restarted the esu several times and replaced the instrument cords without improvement. An isi technical support engineer (tse) reviewed the system logs and noted error c-34. The tse asked the customer to shut down the esu and unplug the power cord, but the issue persisted. The tse guided the customer to power off the esu again with no resolution. The tse suggested that the customer use an external generator. While the customer was looking to set up a third-party generator, the esu was restarted, and the monopolar energy worked. The surgeon elected to continue with the procedure. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was continued conventionally due to technical problems. There was a procedure delay of at least 40 minutes.